Event description:
The customer reported that the t:slim x2 pump battery would not charge, with a power source alert indicating an issue. There was no adverse impact on the customer¿s blood glucose level as a result of this problem. The issue was resolved by using a backup tandem wall adapter with a tandem charging cable, and no further assistance was required after the pump began charging successfully.